Event description:
A positive immulite 1000 hcg pt result, which classified the pt as pregnant, was reported to the physician. The pt was under going ivf treatment. The sample was re-tested two days later, and the hcg result was negative, which classified the pt as not being pregnant. A new sample was drawn from the pt, and the hcg result was negative. There was no report of adverse health consequences due to the falsely elevated hcg result. The pt was emotionally stressed as reported by the physician.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument, and instrument data indicated, that the instrument coded two severe errors at the same time. The severe errors were self corrected, and did not flag the result as incorrect or prevent the instrument from posting the result to the operator. The siemens healthcare fse replaced the instrument sensor pcb, checked the power supply voltage, and replaced the luminometer, the attenuator belt and bearing. The instrument has been repaired and is performing within specifications. No further eval of the device is required.